Event description:
A customer reported fluctuating results for two patients progesterone iii (progiii) samples. Initial results were 1.0 ng/ml and 1.7 ng/ml . Repeated testing and result were 17 ng/ml and 18 ng/ml . Higher results were expected by physician and the patients were treated based on expected higher results. Quality control (qc) is in range and no analyzer issues. Customer runs samples in tosoh sample cups and primary tubes. Customer also verified no bubbles or fibrin in samples prior to analysis. Field service engineer (fse) was dispatched to further investigate. There was no indication of any patient intervention or adverse health consequences due to the reported discrepant results.

Manufacturer narrative:
A field service engineer (fse) conducted a customer site visit and confirmed the reported event by review of the printouts. While troubleshooting, fse ran quality control (qc), the two patient samples reported by the customer and patient precision on both samples; the patient precision passed without any problem found. The fse verified analyzer is operational by running customer prepared qc and patient precision without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A complaint history review and service history review through the aware date of the event for similar complaints was performed for serial number (B)(6) . There were no similar complaints found during the searched period. The st-aia pack progiii analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations and procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack progiii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. The most probable cause of the reported event could not be established.